Manufacturer narrative:
On the field service engineer's (fse) first visit, he noted a calibration error but could not find the cause of the event. He then cleaned all of the rinse nozzles and samples probe. He checked the rinse water and gear pump pressure. He also replaced one of the reagent probes as a precautionary measure. He performed mechanical checks with successful results. The customer performed calibration, qc, and a precision check with successful results. The issue was not resolved and the magnesium results were still high. The fse identified a problem with the fluidic system. He then replaced the valves and checked all of the fluidic systems. He also performed decontamination. The customer ran qc and a 20-cup precision check with successful results. The calibration performed on 15-mar-2023 (prior to the event) was within specifications. The new calibration performed on 16-mar-2023 failed with "std.e" errors. The customer was able to recalibrate successfully at 10:19 with no alarms. The customer's qc on the date of the event was provided, but the target mean and range were only provided for one level. The date/time stamps in the qc data only provided the date of measurement. The customer's qc recovery is out-of-range high on the date of the event. The investigation is unable to determine based on the provided information if the customer's qc recovery was acceptable prior to running the affected sample. The alarm trace contained an "abnormal aspiration (sample probe b)" error. This is an indicator of possible poor sample quality. After service, no further issues were reported by the customer.  The investigation determined the service actions (replacing valves, checking the fluidic system, and decontaminating the instrument) resolved the issue.

Event description:
The initial reporter received a questionable mg2 magnesium gen.2 result from an unspecified number of patient samples tested on the cobas 8000 c702 module. The reporter noted the qc to be out of range. They reran previous patient samples and found discrepant results. The reporter was able to provide one example of a questionable result. The patient sample was rerun on another c702 module. The initial result was reported outside of the laboratory. The initial result from the module was 2.3 mg/dl. The repeat result from the other module was 1.5 mg/dl. The repeat result was deemed correct.  The reagent lot number is 67486001. The expiration date is 31-aug-2024.